Event description:
It was reported that the customer contacted support line because the arctic sun device was not cooling, following details sent in report from the support line patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 28.8c, flow rate (fr) was 2.7lpm. Guided to diagnostics, system hours 4743, pump hours 3996, t4 (chiller) 4.5c, mixing pump command (mpc) was 100%. Advised this device should be sent to biomed for the mixing pump to be investigated for possible replacement. Per additional information received from ttm on 04oct2025, page from UK hospital who hung up before answering service was able to transfer call. Called customer back directly who stated they were getting an alert 113 (reduced water temp control).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. It was reported that the customer contacted support line because the arctic sun device was not cooling. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer contacted support line because the arctic sun device was not cooling, following details sent in report from the support line patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 28.8c, flow rate (fr) was 2.7lpm. Guided to diagnostics, system hours 4743, pump hours 3996, t4 (chiller) 4.5c, mixing pump command (mpc) was 100%. Advised this device should be sent to biomed for the mixing pump to be investigated for possible replacement. Per additional information received from ttm on 04oct2025, page from UK hospital who hung up before answering service was able to transfer call. Called customer back directly who stated they were getting an alert 113 (reduced water temp control).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.